Manufacturer narrative:
Product event summary: received device in unopened original shipping package. Interrogated device on programmer and gray bar had recovered. Correction: this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an implant procedure, the device was interrogated and the battery longevity status bar was gray. The device was not used and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.